Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to ketoacidosis and high blood glucose. The customer blood glucose at time of incident was 683 mg/dl and the current blood glucose was 172 mg/dl. Customer declined to continue pump troubleshooting for possible causes of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08770 inches. Device received with cracked case at the reservoir tube lip. Device received with broken off piece at the battery tube threads. Device received with minor scratched display window, case and keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).